Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full, which would prevent imaging. A review of the system log file showed malfunctioning of the frontal ip-pc. Upon functional testing, fse confirmed the ippc failure which was causing raw data bits to fill up the patient database and causing the system to think it was full even if it was not. A part analysis of ippc was performed, and it concluded that there was a battery charge / discharge issue. To resolve the issue fse replaced the ippc and reloaded software on the new hard drive also recreated image disks. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.